Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the probe would not work; no energy was transmitted to the probe. The physician completed the procedure with another injection gold probe device with the same foot pedal and generator. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the probe would not work; no energy was transmitted to the probe. The physician completed the procedure with another injection gold probe device with the same foot pedal and generator. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found two kinks along the catheter; the kinks were most likely caused by operational context. A functional evaluation was performed and the needle extended and retracted normally, after actuation of the handle. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. Product analysis could not confirm the deficiency (current failure) reported by the customer. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed no other complaints exist for the specified lot.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The reported event: probe fails to deliver energy. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.